Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 19 mm trifecta valve was implanted into a patient. On an unknown day in (B)(6) 2022, the patient was admitted to the hospital and severe aortic regurgitation was discovered via echocardiogram. On (B)(6) 2022, an echocardiogram indicated a leaflet tear, and the trifecta valve was explanted. Leaflet tear and pannus were confirmed after explant. The tear was observed at the right coronary cusp and the non coronary cusp. A 19 mm non-abbott device was implanted. Of note, the annular dimensions were 18 mm by echocardiogram. No patient consequences were reported.

Manufacturer narrative:
Explant due to aortic regurgitation and a tear was reported. The investigation confirmed that the sewing cuff was mostly intact and the leaflets 2 and 3 had mild fibrous thickening. There were tears on leaflets 2 and 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined.